Event description:
It was reported that the patient was exhibiting signs of right heart failure. The patient had complaints of feeling poorly, 10 pound weight gain, and shortness of breath which appeared to be volume overload. The patient was admitted to the hospital from a follow up clinic visit. Echocardiogram results showed mildly reduced right ventricular (rv) function and moderate to severe mitral valve regurgitation. The patient was diuresed which resolved areas of concern. The plan of care for the patient was to manage medication, provide education on chronic heart failure, and follow up in the clinic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.